Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up device was post-paced t-wave oversensing on the ventricular channel. The patient did not received therapy during the oversensing. Programming changes were made during the device check. Device remains implanted.